Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported failure to cross and was unable to be tested as it was based on case circumstances. A separation was not noted. The investigation determined that the reported difficulties appear to be due to case circumstances. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the distal narrow femoral vein that was not calcified, mildly tortuosity and 80% stenosed. The steelcore guide wire separated in two pieces in the vessel during a failed attempt to cross; however, it was a proximal end separation that was able to be retrieved and confirmed that nothing was left in the patient. The patient was treated with another steelcore. Post procedure the vessel was 20% stenosed. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.